Event description:
It was reported that the patient had experienced a high blood glucose event on 11 mar 2026. The high blood glucose had been treated via injection. The blood glucose had been high for more than for four hours.

Manufacturer narrative:
E1: event city: (B)(6). Event country: turkey. Name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state: california zip code: 91325 ¿ 1219. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.